Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 150 ohms. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.